Event description:
It was reported that during pre-use check the internal leakage test was failing. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to received information, the reported internal leakage sub-test failure during the pre-use checks was corrected by replacing the air gas module which regulates the inspiratory air gas flow to the patient. It was further reported that the ventilator then failed the pressure transducer sub-test and this was corrected by replacing the expiratory pressure transducer printed circuit board (pcb). Only the expiratory pressure transducer pcb was returned for investigation. The reported pre-use checks failures were not reproduced during testing of the returned pcb in a reference ventilator. No alarms were generated during several days of ventilation testing. The expiratory pressure transducer pcb is considered to be faultless. The reported failures were confirmed in received device logs showing that several sub-tests had failed during pre-use checks, indicating a faulty air gas module. The true cause for the air gas module's failure cannot be determined since the part was not returned for investigation.

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplement medwatch will be submitted when the investigation is completed.